Manufacturer narrative:
.

Event description:
Initial report from hcp was that pt had a return of symptoms after a pump refill of a new concentration of 2000 mcg/ml of baclofen (lioresal). Prior to refill, the concentration of drug in pump was 500 mcg/ml. Upon refill, hcp also increased pt daily dose from 387 to 423 mcg/day. A study was performed and no problem was found. The hcp called to request procedural info with regards to how to perform a study. The hcp reported that a study was completed and roller only turned 30 degrees versus expected 60 degrees. Logs were reviewed with hcp and no motor stalls or other errors were found. The hcp plans to remove the drug and fill the pump with normal saline, until the pump can be replaced.